Event description:
It was reported that during a lap colorectal procedure, the distal tip of the active blade came off towards the end of the procedure. It was not reported how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 09/03/2008. Info anticipated, but unavailable at this time.